Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2011 and obtained the following information: the patient tests approximately six times a day and managed her diabetes with 15 units of humalog (three times a day at meal time), 44 units of lantus at bedtime, and 1000mg of metformin (once a day). The patient alleged that the issue began in (B)(6) 2011 (date/time not specified). In response to the alleged power issue, the patient corrected and clarified she continued with her usual dose of medications. The patient denied testing her blood glucose with another device. Two days after the alleged issue began, the patient corrected and clarified she developed symptoms of shaking, thirst, and eventually 'passed out'. The patient clarified that her daughter immediately contacted the emergency medical services (ems) after finding her unconscious. The patient indicated she regained consciousness by the time she arrived at the emergency room (ER); time not known. During her time in the ER, the patient clarified she was administered IV fluids, an unknown type of insulin, and her blood glucose was tested about every 15 minutes. The patient indicated she was released from the ER approximately 8 hours later. During a doctor's office visit (towards (B)(6) 2011) the patient clarified her physician increased her humalog (16 units in the morning, 18 units at lunch, and 22 units at dinner), lantus (increased to 44 units at bedtime), and metformin (twice a day) regimen. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
((B)(4) 2011) - the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.